Event description:
It was reported that the centrimag console was received. The clear, plastic cap covering the green button had come unattached.

Manufacturer narrative:
A. Patient information not provided by customer section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.